Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, it was reported that leaks on the site on the 2nd day of set located on the abdomen due to infusion set bent cannula. The set was in use for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).